Event description:
It was reported that during a robotic nephrectomy, the stapler handle broke. Nothing fell into the patient or on the floor. Case was completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # 874c56. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing trigger broken, no returned and the mechanism damaged. A tr45w reload was loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Otherwise, if a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 874c56, and no non-conformances were identified.